Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found a midshaft break at 108 cm distal to the distal end of strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded 70% stenosed, concentric target lesion containing a >45 degrees bend was located in the moderately calcified left circumflex artery. A 16 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. However, while taking the device out from the guide catheter, the shaft was broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported an the patient's status was stable.